Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports that they obtained a false negative result when testing with the cue covid-19 test for home and over the counter (otc) use on (B)(6) 2022 (cartridge sn (B)(4), lot 21660a, reader 12102010016178). The customer reported that on the same day, confirmatory pcr and antigen tests were performed and provided positive results. Frequency of testing on antigen test and brand of antigen test not provided.